Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub during use. The following information was provided by the initial reporter: "we have been having some issues with mfg. # 381434, cath IV insyte auto 20gx1.16in, lot # 9268524. The catheter has been separating from the set. There are also reports of the needle perforating the catheter." "The plastic catheter inserted into the patient is not functioning correctly and concern has been expressed that a portion of the plastic could be breaking off. There have been persistent instances where the catheter is separating or the needle is perforating the catheter. In the interest of patient and employee safety, it has been decided to remove this lot from use."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received five hundred and two unused representative units in undamaged sealed packages (blister packs), dispensers and/or shippers from lot number 9268524. All components are present and intact. A random sample size of 76 units were visually inspected for the reported defect of ¿needle through catheter¿. There was no physical damage or needle spear through observed to the units in this sample size. Another random sample size of 76 units were then pull tested. The units passed testing. The remaining units were visually inspected where no defects were observed. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the hub during use. The following information was provided by the initial reporter: "we have been having some issues with mfg. # 381434, cath IV insyte auto 20gx1.16in, lot # 9268524. The catheter has been separating from the set. There are also reports of the needle perforating the catheter." "The plastic catheter inserted into the patient is not functioning correctly and concern has been expressed that a portion of the plastic could be breaking off. There have been persistent instances where the catheter is separating or the needle is perforating the catheter. In the interest of patient and employee safety, it has been decided to remove this lot from use."